Manufacturer narrative:
Vyaire medical file identification: com (B)(4). Unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. Other - at this time, the suspect device has not been returned for evaluation. However, the customer requested a field service engineer to fix the unit onsite. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that while transporting a patient, the screen pixelated and then went blank. The ventilator was swapped, and no patient harm was reported.

Manufacturer narrative:
Results of investigation: no product was returned for evaluation; however, an onsite evaluation was performed and the reported issue was not confirmed. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.